Event description:
It was reported the pt presented to the emergency room two days post coronary angiogram and interventional procedure with angio-seal deployment with pain and oozing at the groin site. The pt underwent antibiotic therapy and was discharged several days later. The pt reportedly was transferred to another hospital following the diagnostic angiogram for an interventional procedure with the sheath sutured and patent in the groin. The pt is reportedly recovering.